Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's auditory performance has decreased recently. Testing shows channels 1, 4 and 11 in status hi, and channels 2 and 3 in status sc. Four channels were disabled.